Event description:
It was reported that the device experienced a power on reset (por) and no changes in parameters were noted. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device experienced another power on reset (por). The patient was brought to the clinic and the por was cleared.

Manufacturer narrative:
Product event summary: product performance data was collected from the device and analyzed. Analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that the device experienced a power on reset (por) and no changes in parameters were noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4469 competitor non-defib lead, implanted: (B)(6) 2010; 4470 competitor non-defib lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.